Event description:
Covidien received info stating that during pt use, the ht50 pump was noisy. The dist provided backup ventilation to the pt after ambu bagging. There were no negative pt consequences reported.

Manufacturer narrative:
It was reported by the customer that further investigation found the pump had a slight noise in the pistons. This did not affect the operation of the unit. The dist changed the pump. (B)(4).